Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the lot number is not available. If additional information is received, a follow-up medwatch will be filed as appropriate.

Event description:
The patella clamp ring comes apart very easily.

Manufacturer narrative:
This complaint was reported on 1818910-2016-25399. This report, 1818910-2016-24867, will be rejected to avoid duplication. Report 1818910-2016-25399 will be kept for investigational purposes.